Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not recognized and caused stage 1 minor skin injury to the patient.